Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) half day infusor pumps had leaked into their overpouches. The devices were filled with 2g of desferrioxamine and 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between may 8, 2017 - may 10, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photos show fluid inside a bag that contains the two infusor units, which suggests leakage has occurred. The exact location of leakage on the two devices could not be determined via the photos. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.